Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. There was no patient injury.